Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204: belt/monitor unusable) was confirmed. Upon investigation the monitor displayed a service code 204: belt/monitor unusable. The cause for the failure was isolated to a defective esd3 component on the computer/analog pca. The root cause for the defective esd3 could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing service code 204: belt/monitor unusable.